Event description:
Healthcare professional reported "ruptured". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Clarification to d1-d4 device information: operative report received from healthcare professional notes the device as "a textured saline implant", but it is also noted "there was gel bleed present". It is currently unclear whether the affected device is saline or silicone. Manufacturer of the device is unknown. Additional, changed, and/or corrected data: a4, b6, h6, h11.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured". This record is for the right side. The device has been explanted.